Event description:
Premature battery eri/eos. This is one of 25 devices that had this issue. This mrd is being filed retroactively at the request of cdrh and oii after an inspection of feb. 2025. Avertix had performed a voluntray recall/correction in 2023 for this issue.